Manufacturer narrative:
H6: a review of the manufacturing records indicated the lot met all the pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, this patient underwent endovascular treatment (1 debranch tevar procedure) for a thoracic aortic aneurysm using gore tag conformable thoracic stent grafts with active control system and non-gore stent graft. A ctag was used as an alternative, since there was only one available non-gore stent graft. The physician reported that the junction between two stent grafts was short. The patient tolerated the procedure. On (B)(6) 2025, a reintervention was performed as a staged procedure to prevent a type iii endoleak at the junction between the ctag (tgmr404020j/28945242) and non-gore stent graft. Two additional ctags were implanted. The patient tolerated the procedure. On (B)(6) 2025, as a type I endoleak was observed at the distal end of the ctag (tgmr404020j/28945242), a reintervention was performed. The celiac artery was coil-embolized, and a new ctag (tgmr404020j/30132714) was implanted with its distal end positioned just above the superior mesenteric artery. A non-gore balloon was inflated, which caused distal migration and approximately 50¿60% coverage of the superior mesenteric artery. A bare stent was implanted in the superior mesenteric artery as a treatment, and the procedure was completed after confirming restoration of blood flow. The patient tolerated the procedure.

Manufacturer narrative:
D4: the serial number, expiration date, and primary UDI number have been corrected. H6: a review of the manufacturing records indicated the lot met all the pre-release specifications.